Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver does not respond to the input. Additionally; the receiver has been returned for evaluation. An external visual inspection was performed and passed. Receiver boot test was performed and failed. Review of the log data was attempted but could not be performed as "call tech support error" was observed on the screen. The reported issue of receiver does not respond to input was undetermined via product testing. This complaint is reportable based on the finding of "call tech support error." A probable cause is undetermined. No additional patient or event information is available.